Event description:
It has been reported that there was an error message when trying to obtain ECG on a patient. The crew pressed ok to acknowledge the message and then no wave lines were visible during the process. The crew attempted multiple times before the monitor began functioning. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.